Event description:
The hosp reported air was injected into a pt during a diagnostic study of the left coronary artery. Pt was stablized and was returned to the cath lab recovery room. User facility risk management reported that the pt did not sustain injury to the extent that required surgical intervention.